Event description:
A healthcare facility in china reported via china regulatory authority (nmpa) that an rt105 adult ventilator circuit generated a leak alarm on the ventilator. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Section g4: the rt105 adult ventilator circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the subject 105 adult ventilator breathing circuit was not returned to f&p healthcare in new zealand for evaluation. Our evaluation is therefore based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the rt105 adult ventilator circuit generated a leak alarm on the ventilator. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the reported issue. All rt105 adult ventilator circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions for the rt105 adult heated breathing circuit state the following: ·appropriate patient monitoring e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. ·do not soak, wash, or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. ·visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged. ·ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. ·perform a pressure and leak test on the breathing system and check for occlusions before connection to a patient. ·check all connections are tight before use.